Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during laparoscopic distal gastrectomy, just before the vascular clipping, the clip flew out and fell inside the patient's body, it was taken outside the body with forceps, x-ray used for the obvious purpose of finding the components or confirming that all parts were found.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument was received fully applied. The clip counter was not active. Microscopic evaluation of the instrument noted that the jaws were spread apart and damaged. The instrument handle was flaccid. Functionally, it was noted that the instrument was engaged in the end of firing safety interlock. It was reported that the clips were spitting. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if the distal end of the device is subjected to excessive manipulation or applied over an obstruction during application of the instrument. It may also occur if the handle is forcefully pulled open prior to fully completing the full handle compression. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: firing a clip over another clip or other obstructions may result in bleeding and/or leakage and may damage the instrument jaws. Also, avoid excessive twisting of the jaws or tissue manipulation when firing the instrument. Deflecting the jaws and/or shaft during firing may result in an improperly formed clip and possible bleeding and/or leakage. When firing the instrument squeeze, the handle firmly as far as it will go. Failure to squeeze the handle completely may result in an improperly formed clip and possible bleeding and or leakage. Failure to squeeze the handle completely may prevent the jaws from opening. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.